Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula of the device self-activated. An x-ray showed that the cannula tangs were not fully engaging with the device housing and upon disassembly both bumpers were found bent within the device housing. Based upon the cannula firing automatically this investigation is confirmed for the identified self-activation. Additionally the investigation is confirmed for cannula priming issues based upon the incomplete tang engagement. The two bent bumpers likely contributed to the reported and identified issues, however, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, before the first sample pass, the device allegedly failed to prime. There was no reported patient contact.